Event description:
Initially, a report was received by corporate product surveillance from global pharmacovigilance on wednesday, may 19 2010 concerning a female patient that had received fentanyl post delivery and experienced a seizure. The nurse reportedly thought she was infusing oxytocin. The bag used in this incident is an intravia empty container filled with fentanyl from pharmedium (unknown lot number). The event occurred on (B) (6)2010. The mother had delivered a viable infant and was to receive pitocin to reduce the post delivery bleeding. Reportedly, the bags of medication are identified by medication but not by patient. The nurse reportedly picked up a bag with the fentanyl in it and administered the medication to the patient. The patient reportedly experienced a seizure and coded. Pulmonary resuscitation was initiated and was successful. The interventions included administration of intralipids 20% to reverse the effects of the bupivacaine. The patient was transferred to the intensive care unit (ICU) for continued monitoring. The patient fully recovered and the outcome was good. The baby and mother have been discharged to home in good condition. The facility completed a root cause analysis and investigation. Changes have been made to the facility process and the anesthesia department will now obtain their own medication and medication will not be obtained prior to receipt of the physician order. The director of pharmacy indicated that the intravia bags will accept tubing for intravenous as well as epidural administration as the spike on both tubing is the same. Her recommendation was that baxter create a bag that is specific to each administration mode. Additionally, she recommended color coding for each port specific to the administration mode of medication.

Manufacturer narrative:
(B) (4). The sample was discarded therefore, no evaluation was performed.